Event description:
The customer reported that the drive support cap was falling out. The blood glucose reading was 82mg/dl. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump had a protruded/loose drive support disk, scratched display window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.